Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the implantable cardioverter defibrillator exhibited a long charge time. It was noted that it longer than 30 seconds for the charge. Programming changes were performed. There were no patient consequences.